Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the torque limiting attachment device came apart or loosened. According to the reporter, the locking screwdriver shaft did not engage properly. The surgeon used a quick connect attachment device to drive the screw and finished with a manual torque driver device. The surgery was completed successfully with no delays. There was patient involvement reported. The reporter indicated that the patient outcome was fine. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as apr 17, 2014 in the initial report. The device returned date has been corrected to dec 4 ,2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling assembly was not secured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to seal deterioration from normal wear out over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.